Manufacturer narrative:
Recall: 1627487-12192011-003-r. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the scs ipg was unable to communicate with the external devices. Patient was able to charge the ipg 2-3 hours once in a month prior to loss of stimulation (for more than a month). Physician performed a physical examination for assessing the ipg orientation and inspected the ipg pocket site. Reportedly no anatomical changes have occured. Manufacturer representative may meet with the patient to confirm if ipg was inoperable. Surgical intervention may be undertaken to replace the ipg.

Event description:
Additionla information received that surgical intervention was undertaken wherein the ipg was explanted and replaced on december 21, 2017 and stimulation was restored after the procedure.